Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction associated with nickel allergy/ allergy: other') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), genital haemorrhage ("gen. Abnormal. Bleed") and psychological trauma ("psych injury"). The patient was treated with surgery (pelvic surgery on jan-2006 to try and alleviate the symptoms). Essure (ess205) treatment was not changed. At the time of the report, the allergy to metals, abdominal pain, pelvic pain, genital haemorrhage and psychological trauma outcome was unknown. The reporter considered abdominal pain, allergy to metals, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: if no removal planned, select reason(s): unable to afford surgery most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- pelvic pain, abdominal pain, gen. Abnormal. Bleed, psych injury. Reporter information, date of birth were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reaction associated with nickel allergy") in a female patient who had essure (ess205) inserted for birth control. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (pelvic surgery on (B)(6) 2006 to try and alliviate the symptoms). At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.